Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The advancer unit and burr unit were received attached together as single device. The advancer knob was received loosened in the backward position. Microscopic inspection presented no damage or irregularities to the device. The rotawire was able to be removed from the burr with no issues or resistance. Product analysis did not confirm the reported event due to the wire was able to be removed with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05571. It was reported that the burr became stuck in the rotawire. The target lesion was located in the severely calcified coronary artery. A 2.00mm rotalink¿ plus and a rotawire were selected for use. During withdrawal after ablation was performed, it was noticed that the rotaburr and rotawire became stuck. The burr and wire were removed together from the patient's body. The procedure was completed with this device. No patient complications were reported.